Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the recharging issue was resolved with the revision.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) found that the that the ins passed functional testing with insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep could not get the wireless recharger (wr) to stay connected to the ins. It was being reported that the wr would connect to the ins and they would see excellent connection but then shortly after it would lose connection. The rep tried this multiple times with same result. They also tried a 2nd wr and saw the same thing; excellent connection and then lost connection shortly after. The rep had both wrs device searching. Technical services reviewed the following: turn off all equipment, turn down the sound, turn off bluetooth as optional things to try to see if it improves connection. The rep put technical services on hold and then came back a few minutes later stating that they just needed to apply a little more pressure. The rep also said that they had tried all steps that technical services had suggested to resolve the issue. The issue was resolved at the time of the report. There were no patient complications reported as a result of this event. Additional information was received from the rep: the cause of the intermittent recharging connection was not determined, there was a possible ins depth issue. No action was planned at this time. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient had been having many issues recharging, so they stopped using the device. The hcp decided to do a pocket revision to make the battery more superficial. During the case the hcp requested a new battery for the patient just in case it was a device issue. A possible contributing factor was that the ins was too deep in the pocket, as the patient was rather large. Trouble shooting from the november report was noted (11/5). The rep had closed all the apps and tried repositioning the wr multiple times. They then tried their backup wireless recharger (wr) and experienced the same issue of losing connectivity. They had called it and who had the rep try multiple things. For example, disconnecting all devices from the sp and turing off the other wr. What seemed to work was applying gentle pressure to the wr over the ins. Intervention taken had been a revision and replacing the micro battery. It was unknown whether the issue was resolved at the time of the report.